Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a break in aseptic technique, further described as the patient not cleaning the area or wearing a mask prior to beginning their peritoneal dialysis (pd) therapy, which caused bacterial peritonitis. The patient was hospitalized for just over a week for the reported event. The treatment for the peritonitis included maxipime (1g, intraperitoneally (ip), daily). The maxipime treatment and the pd therapy were discontinued when the patient had the catheter removed during a later hospitalization. The patient was treated with an unknown antibiotic (dose, frequency and route not reported) and the treatment was ongoing. The patient was recovering from the peritonitis. Additional information was requested, but is not available at this time.